Manufacturer narrative:
The user reported discrepancies on the readings between the cgm and bgm. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Review of dms confirmed that the sensor re-link was performed successfully. System was further monitored where based on an additional review, the system was working within expectations, and showed better agreement in bg and sg after the re-link. Support advised that the user advised to continue using the system. Multiple attempts were made to relay escalated response, but the user has been unresponsive.upon review of dms, the user is currently using the system, and the information is up to date. B4.date of this report 08 jan 2026. G3.date received by the manufacturer? 08 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.